Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic with low r-wave signals and high rv capture threshold due to a lead dislodgement. The lead was explanted.